Event description:
It was reported that the clampex connector on an accusol bag was damaged. The connector broke while being squeezed in order to activate the bag. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.